Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The autopulse nxt platform in the complaint was returned to zoll for evaluation. However, the investigation is still in progress. A follow-up report will be filed when the investigation has been completed.

Event description:
During a daily morning shift check, the autopulse nxt platform (sn (B)(6)) was powered on after the nxt band was placed on the platform; however, the platform did not fully retract the band and therefore failed to perform compressions. The customer and a zoll field service technician confirmed that the band was properly placed, with the band pin fully inserted into the platform slot and an audible click indicating proper engagement. A new nxt band was subsequently installed to test the platform, but the issue persisted. No patient involvement.

Manufacturer narrative:
Sections d9, h3, h4, and h6 codes were updated. The reported complaint that the autopulse nxt platform (sn (B)(6) did not fully retract the band and therefore failed to perform compressions was not confirmed in the archive data or functional testing. The autopulse nxt platform functioned appropriately and performed as intended. The archive log file did not record any faults or alerts around the reported event date. During preliminary functional testing, the autopulse nxt platform powered on without faults or errors. However, further functional testing could not be performed because the service nxt band clips could not be inserted into the platform's right and left band slots, unrelated to the reported complaint. Upon opening the platform's bottom enclosure, the right and left spool shafts were found not to be in the platform's home position, which prevented the band clips from being inserted. The service reference known-good band guards were installed on the platform; the platform was powered on, and the start button was pressed to have the spools return to the platform's home position. The nxt platform passed all subsequent functional tests and was further tested using the mztf (medium zoll test fixture) until the battery was completely discharged. No faults or errors were detected, and the reported complaint was not replicated. Following service, the autopulse nxt platform passed all testing criteria.